Manufacturer narrative:
Field service technician has been sent for investigation and found that the dual pressure module for ch1 & ch2 was bad. According to service order the dual pressure module has been replaced and calibrated. After replacement of all defective part, tests have been performed - system tested ok. The unit incl. All pumps were returned to service upon completion. The defective dual pressure module has been returned for further investigation at manufacturers laboratory/life cycle engineering. According to investigation report the error ¿ep0d¿ could be reproduced (acc. To service manual en02, chapter 9.6.1: ¿stoplogic test failed or error of the stop selection switch.¿). During self-test the "stop-test" failed. Most probable root cause could be determined as defective transistor, which was disturbing the stop signal processing. Thus the failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Field service technician found that the dual pressure module for ch1 & ch2 was bad. The module has been replaced. A supplemental medwatch will be submitted after new information has been received.

Event description:
Customer reported that the hl20 was displaying error message "erod" in the p1 channel, when a sucker pump failed/ shut down. This happened during patient treatment. As they could not get the pump to start back up, the pump was replaced during treatment. There was an estimated 3 minute lapse in flow to the patient. No known consequences to the patient. Internal reference: (B)(4).